Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: on investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of black box data found power several power interruptions with pump reboot in the pump history. A battery compartment crack was observed in the threads on the side of the compartment. Moisture corrosion was found on the returned cap¿s spring base. The cap¿s contact measurements were within specifications. The pump failed to power on with the cap fit securely onto the pump. Using a test battery cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Leak test show a battery compartment leak. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump. No intermittent conditions were found with the power printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).